Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the tip seal was dislodged. Visual analysis of the lead indicated damage at implant. The analyst noted a sample of guidewire was used to insert in lead, it passed the coil lumen but could not pass the lead distal end due to the tip seal dislocated inside the tip nose. There was no kinked or damaged of the lead body, the lead passed the catheter sample without resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead kinked. A competitor guidewire became stuck and would not go through to the tip of the lead. There was resistance and the guidewire would not advance. A second competitor guidewire was attempted and experienced the same issue. A third attempt was made using a hybrid guidewire and faced the same issue. The lead was removed and replaced. The next hybrid guidewire was inserted with no issues once a new lead was used. No patient complications havebeen reported as a result of this event.